Event description:
It was reported, while the doctor was performing a breast biopsy, and had placed the mammomark clip, it was noticed the plastic introducer was sheared off in the breast of the patient. The case was completed at that time.